Event description:
Pt developed an eye tic when their programmed output current was increased from 0.25ma to 0.50ma. The magnet was used to temporarily stop stimulation and the symptom reportedly resolved. The pt is not on any anti-epileptic medications. The pt is also reportedly suffering from panic attacks, urine retention, inability to fight infections and a severe increase in seizures. Physician plans to continue to gradually increase device programmed output current.